Event description:
It was reported the patient experienced a shocking/jolting sensation. The implantable neurostimulator (ins) and components were explanted on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-25 serial# (B)(4) implanted: (B)(6) 2001 explanted: (B)(6) 2012; product type extension product ID 7495-25 serial# (B)(4) implanted: (B)(6) 2001 explanted: (B)(6) 2012; product type extension product ID 748925 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2012-; product type extension product ID 748925 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2012; product type extension product ID 7435 serial# (B)(4); product type programmer, patient product ID 3998 lot# l94314 implanted: (B)(6) 2001 explanted: (B)(6) 2012; product type lead product ID 3998 lot# j0444162v implanted: (B)(6) 2004 explanted: (B)(6) 2012; product type lead product ID 3487a-33 lot# l45106 implanted: (B)(6) 1997 explanted: (B)(6) 2012; product type lead product ID 7427 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2012; product type implantable neurostimulator. (B)(4).